Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects.